Manufacturer narrative:
Initial and final MDR 2044830 - MDR 3003442380-2024-29976 - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set leakage event from (B)(6) 2024 to (B)(6) 2025 issue over a period of 90 days. The infusion set was in use for 1-2 days. No further information available.